Manufacturer narrative:
Other text: b3: date of event, d4: catalog number, serial number, UDI number and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product was not relieving pressure on the patient valve. Patient involvement unknown.

Manufacturer narrative:
Other, other text: d4 updated UDI number: (B)(4). Device evaluation: one device received for investigation. Visual inspection performed and found case cracked and battery cover is cracked. Reported complaint confirmed, battery cover is damaged and device is due for preventative maintenance. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.